Event description:
Boston scientific received information that this right ventricular lead displayed high pacing thresholds and pacing impedance levels greater than 2000 ohms. A chest x ray confirmed a lead fracture was the cause of the issue. A procedure was performed to replace the lead. The lead was cut below the yoke and surgically abandoned. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.